Manufacturer narrative:
Device eval by manufacturer? It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Device not returning.

Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. Automatic pullback was initiated and failed. No patient was involved therefore, no patient complications occurred.